Manufacturer narrative:
H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. The returned video and photographs were reviewed, and it was noted that there was a leak from the pbp post pump line. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external fluid leak at the pbp line of a prismaflex m100 set. The leak was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.